Event description:
(B)(6)., rn hhn stating having error with supply item. Need to get a new pump by next infusion due to having service issue. Unknown if missed dose. No adverse events reported. No further information provided. Gaucher disease.